Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 200 mg/dl, and the meter bg reading was 70 mg/dl. Reportedly, due to the inaccuracy, the customer's bg lowered to 44 mg/dl. The customer administered a glucagon injection to address the bg. The customer subsequently lost consciousness and was taken to the emergency room (ER), then hospitalized. Due to the loss of consciousness, the customer could not recall the treatment received. The customer was released on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.